Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to blood glucose (bg) level of 597 mg/dl and an unspecified level of ketones. Reportedly, customer believes the cause to be related to personal profile settings needing to be adjusted. Additionally, customer was diagnosed with an unrelated viral infection, and customer's continuous glucose monitor was not available due to a non-tandem sensor issue, which reportedly contributed to bg levels. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.